Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)\malposition of essure device/migration of essure device'), embedded device ('coil was embedded in my uterus after surgery'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective\failure to occlude (close) fallopian tube(s)". The patient's medical history included abortion (2005) and ectopic pregnancy (2008). Clinical summary type of gestation: singleton intrauterine pregnancy in aquatic presentation. Fetal motion and organs seen: regular cardiac rhythm observed fetal heart motion seen/115bpm fetal yolk sac appears wnl uterus and adnexa: right ovary is visualized and appears to contain area of recent ovulation. Left ovary is visualized and appears wnl impression: 1. There is a tiny amount of fluid in the endocervical canal which is of unknown clinical significance. 2. Slightly complex right ovarian cyst likely representing a hemorrhagic cyst measuring 2.2 x 2.1 x 1.9 cm. 3. The left ovary is unremarkable with small follicles. Concurrent conditions included postpartum depression, menorrhagia, irregular menstrual cycle, nabothian cyst, ovarian cyst, hemorrhagic cyst, uterine bleeding, prophylaxis against postoperative nausea and vomiting, endometriosis, paratubal cyst and smear cervix abnormal. On (B)(6) 2014, the patient had essure inserted. In july 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems."), migraine ("migraines"), headache ("headaches/forehead pain/temples"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("low back pain"), arthralgia ("hip pain"), eye pain ("pain in eyes"), abdominal pain ("abdomen pain"), visual impairment ("I would lose some of my vision"), vomiting ("vomiting"), hyperacusis ("sensitivity to sound") and photophobia ("sensitivity to light") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/loss (specify which one) :weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy hysteroscopy with dilation and curettag and endometrial ablation with novasure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pregnancy with contraceptive device, hormone level abnormal, mental disorder, migraine, headache, nausea, dysmenorrhoea, pelvic pain, fatigue, weight increased, alopecia, back pain, arthralgia, eye pain, abdominal pain, visual impairment, vomiting, hyperacusis and photophobia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, embedded device, eye pain, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hyperacusis, mental disorder, migraine, nausea, pelvic pain, photophobia, pregnancy with contraceptive device, uterine perforation, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: 6 coils were seen on the left and 0 coils were seen on the right discrepancy in removal date: (B)(6) 2018 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)\malposition of essure device/migration of essure device'), embedded device ('coil was embedded in my uterus after surgery'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy (no complications)') in a female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective\failure to occlude (close) fallopian tube(s)". The patient's medical history included abortion (2005) and ectopic pregnancy (2008). Clinical summary: type of gestation: singleton. Intrauterine pregnancy in aquatic presentation. Fetal motion and organs seen: regular cardiac rhythm observed. Fetal heart motion seen/115bpm. Fetal yolk sac appears wnl. Uterus and adnexa: right ovary is visualized and appears to contain area of recent ovulation. Left. Ovary is visualized and appears wnl impression: there is a tiny amount of fluid in the endocervical canal which is of unknown clinical significance. Slightly complex right ovarian cyst likely representing a hemorrhagic cyst measuring 2.2 x 2.1 x 1.9 cm. The left ovary is unremarkable with small follicles. Concurrent conditions included postpartum depression, menorrhagia, irregular menstrual cycle, nabothian cyst, ovarian cyst, hemorrhagic cyst, uterine bleeding, prophylaxis against postoperative nausea and vomiting, endometriosis, paratubal cyst and smear cervix abnormal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems."), migraine ("migraines"), headache ("headaches/forehead pain/temples"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("low back pain"), arthralgia ("hip pain"), eye pain ("pain in eyes"), abdominal pain ("abdomen pain"), visual impairment ("I would lose some of my vision"), vomiting ("vomiting"), hyperacusis ("sensitivity to sound") and photophobia ("sensitivity to light") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/loss (specify which one) :weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy hysteroscopy with dilation and curettag and endometrial ablation with novasure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, hormone level abnormal, pregnancy with contraceptive device, mental disorder, migraine, headache, nausea, dysmenorrhoea, pelvic pain, fatigue, weight increased, alopecia, back pain, arthralgia, eye pain, abdominal pain, visual impairment, vomiting, hyperacusis and photophobia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, embedded device, eye pain, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hyperacusis, mental disorder, migraine, nausea, pelvic pain, photophobia, pregnancy with contraceptive device, uterine perforation, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: 6 coils were seen on the left and 0 coils were seen on the right; discrepancy in removal date: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: new pfs + mr received- new events added: allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal), rashes or skin conditions, pain, nickel allergy, bladder and urinary problems, abdominal pain, pelvic discomfort, endometritis, endometriosis, adenomyosis, patient did not underwent essure conformation test were added. Lot number, new reporters were added. Product information was updated. New pfs+mr received. Lot number received. Event injury was updated and new events: hormonal changes, pregnancy (no complications), abnormal bleeding (general), psychological or psychiatric problems, malposition of essure device/ migration of essure device/perforation (uterus), nausea, dysmenorrhea (cramping), migraines / headaches, pain, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss, coil was embedded in my uterus after surgery, lower back, hip pain, pain in eyes, abdomen pain and plaintiff did not undergo essure confirmation test, I would lose some of my vision, vomiting sensitivity to light, sensitivity to sound were added. New reporters, plaintiffs information added. Removal details added. Concomitant conditions added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.